Event description:
A medical clinic reported a concern about different pt results of 5.6, 5.4. And 5.8 inr. They sent pt for lab work and the lab result was 3.9 inr. The pt was treated based on the lab value. This was the pt's first visit to the clinic. Controls were in range on the system.